Event description:
While using a byte night aligners, patient reported that they tried switching to the next step, the lower aligner is way too tight and cracked their enamel when they removed their aligner the next morning. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.